Manufacturer narrative:
Additional information: g4, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer ref: 3005334138-2020-00487, 3008452825-2020-00600, 3005334138-2020-00490. During an atrial fibrillation ablation procedure, when ablating around the left pulmonary veins a cardiac perforation was confirmed via intracardiac echocardiography. The patient was noted to become hypotensive and their heart rate increased. The perforation was noted to be a 8-9 millimeters lesion between the left atrial appendage and the left superior pulmonary vein. A pericardiocentesis was conducted and a full sternotomy and surgical repair was completed. The patient was noted to be stable. There were no performance issues with any abbott products.